Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01049 and 3007042319-2015-01050) submitted for devices related to the same event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms and premature power switching events. Analysis of the devices revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-01048, 3007042319-2015-01049 and 3007042319-2015-01050) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced critical battery alarms with all batteries. It is also noted that the controller loses connection to all of the batteries. The medical staff reported that there was no mechanical damage noted to the controller port or pins. The controller was exchanged with no reported consequences or impact to the patient. Exchanging the controller is reported to have resolved the issue. All batteries were also replaced from facility stock. No additional information was provided. This is report 1 of 3.